Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor fractured upon final impaction of the femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks and gouges, and the unit was fractured. The device history records was reviewed, and identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause is attributed to standard wear and tear from repeated use for 9+ years. The complaint is confirmed via product evaluation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.